Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was attempted to be implanted in the esophagus to treat an 8cm malignant esophageal stenosis during an esophageal stenosis dilation procedure performed on (B)(6) 2025. The patient's anatomy was tortuous (tight) and was dilated prior to stent placement. During the procedure, it was reported that the stent could not be released. It was noted that the stent was partially deployed when it was removed from the patient. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex esophageal stent was returned for analysis. Visual examination of the returned device observed it to be fully expanded and deployed. No abnormalities were noted to the stent or delivery system. Product analysis did not confirm the reported event of stent partially deployed. The device was returned with the stent fully expanded and deployed and no abnormalities were found on it. Examination of the returned device did not reveal evidence of the alleged malfunction or any other defect. Based on the available information and findings from the device evaluation, the most probable cause is determined to be device problem excluded.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used in the esophagus to treat an 8cm malignant esophageal stenosis during an esophageal stenosis dilation procedure performed on (B)(6) 2025. The patient's anatomy was tortuous (tight) and was dilated prior to stent placement. During the procedure, it was reported that the stent could not be released. It was noted that the stent was partially deployed when it was removed from the patient. The procedure was completed with another stent of the same model. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.